Manufacturer narrative:
Initial reporter phone number: (B)(6). A field service engineer was dispatched to the customer site. The tubing and the male tube connectors for the oil valve and the oil filter housing were replaced to resolve the vapor/mist issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the vapor/mist issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the vapor/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from the event date, and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the vapor/mist is potentially due to the tubing and male tube connectors. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx met functional specifications after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿fog¿ or vapor/mist emitting from the sterrad® 100nx sterilizer, and seven health care workers (hcws) experienced respiratory and/or eye reactions. Four hcws reported eye reaction with symptom of ¿burning eyes¿, two hcws reported respiratory reaction of nasal congestion, and one hcw reported experiencing both ¿burning eyes¿ and nasal congestion. The respiratory and eye reactions disappeared when the hcws left the room, and no medical treatment was required. Lastly, the hcws status was reported as ¿in good health¿. An asp field service engineer was dispatched to assess the unit onsite. The respiratory and eye reactions resolved without medical or surgical intervention and were assessed to be minor injuries; however, this event is being reported as a malfunction report subsequent to a previous serious injury for the vapor/mist issue.